Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause(s) of the reported failure can be attributed to user error, including improper bone preparation, misaligned insertion, and/or improper use of the device. The complaint allegation was confirmed based on the customer attached picture that displays a dx swivelock sl, with forked eyelet, 3.5x8.5mm with a piece of the anchor on its shaft.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/26/2023, it was reported by an arthrex subsidiary employee via email that an ar-8978p dx swivelock sl anchor broke during insertion. All broken fragments were removed, and the case was completed using another ar-8978p dx swivelock sl. This was discovered during an tfcc repair procedure on 10/15/2023.